Event description:
A report of difficulty charging was received. A boston scientific representative reviewed the pt's database which showed the ipg was depleting prematurely. It was also confirmed that during a prior lead revision the physician used electrocautery. The physician replaced the ipg and the pt is reportedly doing well.

Manufacturer narrative:
Explanted material was discarded by the medical facility.